Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xt (30915r1009) was inserted and deployed on the mitral valve. A mitraclip xt (31122r1052) was then inserted and advanced to the mitral valve. However, while attempting to place the second clip lateral to the first clip, the second clip interfered with the ventricle side, and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device detachment/slda). A chordal rupture was observed after the slda. The second clip was removed from the patient. The procedure was completed with one clip implanted. Mr remained a grade of 4. There was no clinically significant delay in the procedure.on (B)(6) 2024, the patient underwent a mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to a combination of challenging patient anatomy (narrow space in left ventricle) and procedural conditions (attempt to place next to implanted clip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.